Event description:
It was reported that during setup at the user facility,the device was running without user activation. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during setup at the user facility,the device was running without user activation.&#911; patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.